Event description:
Consumer stated: did a pretty great job until one morning I went to brush my teeth and got a mouthful of bristles instead because it just disintegrated in my mouth. Not only that but there?s a metal bit that I guess that holds the bristles in the head of the toothbrush and that was jammed into my gums." No contact info provided, product not returned